Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, on the third inflation at 18 atmospheres, the balloon ruptured. The balloon was simply removed and the procedure was completed with a different device. There were no patient complications reported and the patient condition was good.